Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed due to low readings also, found the sensor cannula was received bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that she was receiving sensor errors and was having trouble with proper insertion. The customer stated that she has had some bent cannulas as well. Customer reported that she recently had a blood glucose level as low as 35 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.